Manufacturer narrative:
UDI(di): (B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12159. It was reported the patient's stimulation gradually shifted and changed over the course of a few days, then it became intermittent and eventually the stimulation was lost. Reprogramming was unable to resolve the issue. Images revealed the leads migrated. Surgical intervention is planned to address the issue.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12159. It was reported the patient's leads were explanted and replaced. The patient reported effective stimulation therapy postoperative.